Event description:
During placement, the guidewire pierced the catheter approx 1" from tip. The catheter was removed and replaced.

Manufacturer narrative:
The implicated product is a 4.0 fr single lumen catheter with a full procedural tray. The product rec'd for eval is a 4.0 fr catheter with the stiffener stylet in place. The complete assembly measures 25.1 inches long. A moderate kink in the stylet is found 3.6 inches distal to the proximal end. A lot history review is not possible as no lot number has been provided. Patency of the catheter with the stylet in place is demonstrated by flushing and aspirating water with a 10cc syringe. Leak testing is accomplished by occluding the catheter's distal tip and hydraulically pressurizing the lumen to sustained pressures greater than 25 psi (the stylet remains in place during leak testing). A small leak is noted approx 1.1 inch proximal to the catheter's distal tip (<0.1 inch distal to the stylet's distal tip). Under 10x - 63x magnification the leak is determined to flow from a pinhole size depression in the blue radiopaque stripe. Magnified views of the leak as the lumen is slowly pressurized show a small hole open near the center of the depression allowing a small water bubble to develop on the tubing outer diameter. Attempts to aspirate the bubble back through the tubing wall are unsuccessful. Retraction of the stiffener stylet wire is accomplished without difficulty. Tactual examination of the catheter tubing is unremarkable. Tactual examination of the wire is remarkable only for the kink noted earlier. Microscopic examination of the kink is unremarkable. Microscopic views of the stylet reveal a rounded distal tip without irregularities. The kink may have resulted if the tubing lodged against the vessel wall during a troublesome placement and continued pressure had been applied attempting to force the device beyond an unseen anatomical obstruction. The complaint of the sytlet wire puncturing the catheter wall is confirmed. It should be recorded as user-related. The MFR incident questionnnaire documents that threading the catheter had been difficult. This may have caused the guidewire to puncture the catheter wall while advancing the device. This is related to user technique and the pt's vascular anatomy.